Manufacturer narrative:
This report is filed may 27, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection and inflammation at the implant site, and anticeptic was applied. The implanted device remains.